Event description:
It was reported that revision surgery was performed due to severe arthrofibrosis, limitation of motion, failure of anterior locking component of the tibial insert.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, based on the information provided, the only product failure, noted in the long list of unfortunate events, was for the 2nd revision on (B)(6) 2018. The procedure notes documented ¿mechanical complications of device with failure of fixation mechanism ¿ arthrofibrosis with severe range of motion limitation ¿ failure of the anterior locking component of the tibial poly insert and tibial base plate. The root cause of this failure cannot be concluded, however the documented arthrofibrosis cannot be excluded as a contributing factor. No current or updated information regarding the patient¿s current status has been provided at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.